Event description:
It was reported that the device dependent patient presented in clinic. Upon interrogation of the device, high capture threshold was observed on the left ventricular lead. It is believed that this contributed to premature battery depletion observed on the implantable defibrillator. The device and lead were explanted and replaced. The patient had no complications before, during and after the procedure.

Manufacturer narrative:
A partial lead was returned for analysis in 2 segments, the connector portion measuring 45.8 cm and the distal portion measuring 39.0 cm. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.